Manufacturer narrative:
Sections with additional information as of 14-mar-2023: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve initial concern. New meter was not turning on when inserted test strip per daughter; call was disconnected and manufacturer unable to contact customer (voicemail).

Event description:
Consumer reported complaint for erratic, high and low blood glucose test results. The customer is concerned with test results from 235 mg/dl. The customer is using true metrix pro meter and strips. The customer¿s expected blood glucose test result is less than 140 mg/dl fasting a.m. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/15/2024 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history (only 2 results): result 1: 235 mg/dl, date: (B)(6), time: 4:55 am, fasting; result 2: 97 mg/dl, date: (B)(6), time: 4:47 am, fasting.